Event description:
It was reported that the patient's mother and the clinician felt the no delivery alarm was no longer functioning. Troubleshooting could not be conducted as the caller did not have the tubing clamp. Advised that the tubing clamps would be sent, and to call back to conduct the high pressure test. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.